Event description:
Blue colored IV tubing leaked IV fluid from the end tip below the buretol. Nurse was in the process of changing IV bag and noticed it leaking prior to change. No other leaks noted. FDA safety report ID # (B)(4).